Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the resistors to be intact and undamaged. He measured the resistance across r186, r159 and r122 using a multimeter and observed the measured values to be ol kilo ohms, ol kilo ohms and ol kilo ohms, respectively, demonstrating these resistors to be open. The obtained reading showed a failed result. The open resistors could have caused an intermittent failure of the reported complaint.

Manufacturer narrative:
According to the field service representative (fsr), the issue occurred when the perfusionist powered on the system for the start of the day. Per the fsr, the issue was with the power manager board. He replaced the power manager board.

Event description:
It was reported that during the use of the device for a non-clinical activity, several red 'x's appeared on the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During additional laboratory evaluation, the product surveillance technician observed no functional issues with the power manager. He observed no x's in the perfusion screen and the system switched to battery and back, indicating it was charging as expected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per data log analysis, the log confirms 5v supply voltage test failure alarms were occurring. This will cause a red x to appear on the pump/module when it occurs as reported. It occurred on all of the modules below. Likely they are on the same network interface card (nic). Large roller pumps module ID 02000 and 02003, level module ID 00716, pressure modules ID 02366 and 02368, and small roller pump module ID 03517. Most likely there is a problem with the power cable that connects the power manager to the nic, the power manager, or the nic. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.